Event description:
It was reported by the patient that the patient heard a chime like a doorbell. The patient also reported that the lead was programmed off and the and the patient wore an external defibrillator for approximately one week. The patient stated that "the lead got crimped". Additional information was attempted to be obtained, however, it was not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.